Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter would not turn on. The complaint was classified based on the initial call recording which the medical surveillance specialist listened to. The patient stated that the issue first occurred one month prior to the alert date of (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and it is not known whether they made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issue occurred they developed the symptoms of "sweating, hot and sick to stomach"; symptoms which they associated with having high blood glucose levels. The patient stated that at 11am on (B)(6) 2016 they received treatment in the emergency room (e.r) as a result of these symptoms. The patient was given "40 mg" of levemir insulin by a healthcare professional, and also had their blood glucose measured on an e.r meter, with a result of "195mg/dl" being obtained at this time. At the time of troubleshooting the cca noted that the meter would not turn on. The patient was not using the product for the first time and there was no misuse of the product. The patient's products were requested for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hyperglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.